Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The patient was brought in for further evaluation and in both vectors, values were high. One vector revealed values of 117 ohms and in the other, values were out of range and 199 ohms. At this time, the products remain in service and the patient is being monitored. No adverse patient effects were reported.